Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare worker reported endophthalmitis following an intraocular lens (iol) implant procedure. Additional information was received indicating that the patient experienced corneal edema, vitritis and hypopyon. A culture was not performed. The patient was hospitalized and was treated with medication and the symptoms resolved. There are two medical device reports associated with this event. This report is associated with the second eye.